Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient was 15 mmol/l. Moreover, the infusion set was used for 24 to 48 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-09830- device 2 of 3.